Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) on 2018-feb-13 regarding a patient implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and chronic low back pain. The hcp reported that the patient was going to have an unrelated MRI and that there was an alleged overdischarge. The device had not worked in 5 years, the battery was depleted, and it needed replacement. There were no associated symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp called back and MRI guidelines were reviewed. It was added that the hcp had called previously and the controller did not work. No further complications were reported.